Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973325. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes (2); staples in the track, yes (5) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based on the visual examination, it was concluded that the instrument jammed during surgery due to a yielded cartridge nose weld. No conclusion could be reached as to how the nose weld had yielded. Co reviews each incident as it occurs in an effort to continuously improve our products and processes.